Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient reported that they had felt a shooting pain through the body. The patient stated that he pain dropped them to the ground. The patient went to the emergency room and had acat scan, everything was in place still. The patient reportedly turned the ins off. The patient stated that they were eating breakfast and stood up to talk and felt a shooting pain. The patient reported that they had fallen three days prior to these events. The patient reported that they had gotten six more shocks. The patient went to see their primary care physician and the stimulation had come back on, even though it had been turned off. The patient doesn't know how the device had turned back on. Patient services walked the patient through how to turn the device off. The patient had an appointment with a doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.